Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a black and dark blinking screen. The customer's blood glucose reading was unknown at the time of incident. No further details given.

Manufacturer narrative:
After battery installation the insulin pump alarmed pump error 68 followed by pump error 49, pump error 23 and intermittent buttons due to corroded electronic assembly. No blank display anomaly noted. The motor assembly was found with corrosion per our visual inspection. The insulin pump was received with minor scratched lcd window and case.